Event description:
It was reported that part of the screen is missing on the bottom display. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is out of electrical specification (segments missing). Battery flex is contaminated. Upper case is dented and lower case is contaminated. Battery release, heart block, heart wire contacts, and battery drawer are contaminated. Ring cover is broken and two side bail covers are broken/contaminated. Battery contacts are compressed and contaminated. The keyboard is scratched and the ring is missing.